Event description:
Medtronic received information from a patient family member that several hours following the implant of this transcatheter bioprosthetic valve inside a previous aortic valve replacement, the patient went into cardiac arrest. It was reported to be due to a dissection that occurred during the implant procedure. Life-saving measures were attempted; however, a thrombus dislodged and the patient died the same day.

Manufacturer narrative:
Other medical products in use during the event include: product ID: d-evolutfx-2329. Product ID: l-evolutfx-2329. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This report was identified as a duplicate. Please reference regulatory report number 2025587-2024-02595 for information pertaining to this event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.